Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for peritonitis. Cause of peritonitis was not reported; however it was reported that peritonitis was not due to a break in aseptic technique. Treatment was not reported. Outcome of peritonitis was unknown. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13b13095 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13c19132 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).